Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while outside of a procedure, the viewing station of the imaging system would power down immediately when unplugged from an operational outlet. There was no patient present when this issue was identified. No additional information was provided.